Manufacturer narrative:
Corrected data: corrected outcomes attributed to adverse event and type of reportable event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 31mm pericardial mitral valve was intended to be undergo a valve-in-valve procedure after an implant duration of 5 years, 11 months due to stenosis, pvl, and regurgitation. As reported, the mitral valve developed pvl and was repaired via a "plug" procedure 4 months prior. Patient continued to be symptomatic. The patient was brought to the operating room. The procedure was aborted because patient was hemodynamically decompensated upon anesthesia induction and developed pulseless cardiac arrest immediately after induction. No edwards device was implanted. CPR and medical management were performed for several minutes until hemodynamics were stable. Patient was transferred to ICU intubated and under medical management. Shortly after arrival the family decide that he would not want to be on life support. End of life comfort measures were taken and the patient was pronounced.